Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical system corporation (omsc), (B)(6) (returned to omsc on 2022-09-13). The evaluation at omsc confirmed the permanent occurrence of error message e274 and traced the error back to a defective control board. Thus, the reported event/incident can be attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-100 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb991036; brand name: olympus esg-100, 220...240 v~; common device name: hf-generators; 510(k): k073207; product code: gei.

Event description:
Olympus was informed that during a diagnostic polyp examination procedure under sedation that was to be turned into a therapeutic polypectomy procedure if polyps were to be discovered, the esg-100 electrosurgical generator issued error message e274 when it was switched on. Since no spare generator was available, the intended procdure was cancelled and a follow-up procedure is to be scheduled. No further information was provided.